Event description:
A customer reported the horizontal swivel mechanism of their epiq 5g ultrasound system's control panel did not lock properly. It was unknown if the reported failure occurred while the system was mobile. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer evaluated the system and replaced the solenoid to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Event description:
A customer reported the horizontal swivel mechanism of their epiq 5g ultrasound system's control panel did not lock properly. It was unknown if the reported failure occurred while the system was mobile. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer evaluated the system and replaced the solenoid to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Manufacturer narrative:
The initial report inadvertently listed the following codes incorrectly: conclusion code; evaluation result code; and evaluation method code. The updated codes have been included in this follow up report.